Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-8741-40 serial/batch number (B)(6) was received for investigation. Due to the damage, functional testing was not performed. Visual evaluation noted that the driver's tip was broken off. The device also showed signs of wear, as the laser marks were faded, and discoloration spots were noted. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the device broke while inserting the screw. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.